Manufacturer narrative:
Device evaluation visual inspection of the catheter reveal multiple kinks on the its shaft. Multiple kinks/bend were observed on the heating element/coil. Visual inspection of the coil heating element under magnification show evidence burn and fep melt. The coil windings were stretched. The coil was exposed within the burnt location. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a closurefast catheter to treat two segments of the great saphenous vein. Tumescent infiltration was utilized. Local anesthesia was used and compression was applied with a transducer. The lumen was flushed prior to use. The IFU was followed during preparation, procedure, post-procedure. There was no damage noted to the device packaging. No guidewire was used for the insertion of the catheter. Proper temperature was reached. It is reported that the physician felt resistance inserting the catheter prior to the treatment and also when pulling it back for the treatment. A kink was observed on the coil during the procedure. The kink was identified after 1st calf segment was treated and the procedure was completed with a new catheter to treat the second (thigh) segment. The device was safely removed from the patient. There was no vessel damage noted. It is reported the patient was receiving light sedation in addition to local lidocaine as part of the original procedure. There were no patient symptoms or complications associated with this event. When the device was returned to the manufacturing facility for evaluation, it was noted that the device was damaged